Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device remains implanted.

Event description:
Patient enrolled in a clinical study experienced humeral radiolucency progression from 1 mm to 2 mm in zone 8 approximately one year post-implantation.